Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side deflation, "one can see the folds of the prosthesis all around the breast. The prostheses is really very ugly, and touching it is unpleasant." The device remains implanted.